Event description:
It was reported that during a tvt procedure one extremity of the tape came off the needle with the collar. The procedure was completed with another tvt. There were no pt consequences.